Event description:
The facility reports the pt was being lowered into bed when the lower right strap broke approximately 3cm below stitching. The pt was supported by the bed. No injuries were reported.